Manufacturer narrative:
The reported event of fracture extension was confirmed. As received, visual inspection showed the returned lead extension was found incomplete (extension head only). Unable to determine the cause of the event since only a partial lead extension was received.

Manufacturer narrative:
The date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced high impedances due to a fractured extension prior to an ipg revision on (B)(6) 2020 (please see MFR report #: 1627487-2020-22585). The patient had effective therapy up until the revision. During the procedure, the physician saw a clear fracture in the extension, and found the lead was intact with no issues. To address the issue, the physician explanted the extension and did not replace it with a new model.